Manufacturer narrative:
This info was not provided on medwatch reported rec'd. Additional info was requested and synthes was advised no add'l info was available. Synthes is unable to determine the MFR site or the MFR date without a part number. No investigation could be performed, no conclusion could be drawn as no device was returned.